Event description:
It was reported that an error code was displayed on the 2800 system. It was noted that the system would not boot-up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the single board computer, table footswitch, eprom and image processor pcb. The system was tested and found to be working as intended and placed back into svc.